Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2019 that an error message was seen on the device and it was suspected as a premature battery depletion . To address this issue patient may be awaiting surgical intervention at a later date .